Event description:
It was reported that a decrease in sensing and an increase in capture theshold was observed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.